Event description:
The pt underwent esophagogastriduodenoscopy on 12/3/94. A 5cm black tube that looked like the mercury tip from a feeding tube was noted along the greater curvature of the stomach. The tube was removed using a snare. The pt had persistent nausea & vomiting prior to the procedure.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.